Event description:
Surgeons report that one day following intraocular lens (iol) implant surgery, two pts developed cystoid macular edema (cme), redness, pain and blurry vision. After treatment with medications, both pts have recovered. Add'l info has been requested. There are two cases associated with this report. MDR#1119421-2007-00392. MDR #1119421-2007-00393.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation.